Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was resetting. The cause of the resets was isolated to corrupt programming on the chargers ca board. The root cause of the corrupt programming was unable to be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective power brick. The last patient to use this battery charger/modem did not report any deficiencies.